Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-1934-24ds was received for investigation. Visual inspection identified that the drill bit had seized inside the guide. Using digital micrometer ID: 224, it was revealed that approximately 9.082mm of the drill bit's distal tip had fragmented. Additionally, the proximal end of the drill bit had also broken off. The cause remains undetermined, although a probable cause can be attributed to prying/leveraging the drill within the guide, leading to friction between the components.

Event description:
On 01/06/2022 it was reported by a arthrex representative via sems that an ar-1934-24ds, the drill bit breakage stacked in the drill guide, the tip of the drill was damaged. The case was completed using the new product in the same lot. No patient harms. Additional information 1/13/2022: on 01/13/2022 it was reported by a arthrex representative via sems that an ar-1934-24ds, during a procedure the drill but was stuck inside the drill guide. The drill tip was damaged during drilling, no debris came off the device. The case was competed using a new ar-1934-24ds. During returned device evaluation, a reportable malfunction was discovered.